Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system error alarm while trying to fill the cannula. Insulin is squirting out and the customer is unable to exit the prime loop. The insulin pump keeps rewinding. The insulin pump is returning. The customer's blood sugar is 136 mg/dl.

Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test, rewind and unexpected restart error test. Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Unable to confirm prime/fill anomaly due to compromised force sensor system alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner, scratched reservoir tube windows and missing drive support disk sticker.